Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the obtuse marginal. The 2.25 x 12 mm xience alpine stent delivery system (sds) was being advanced to the lesion and resistance was felt due to heavy calcification. After the failed attempt to cross, resistance was also felt during removal of the sds. The stent implant dislodged from the balloon into the circumflex. Attempts to retrieve the stent implant failed and the stent remains in the circumflex. It is unknown if the stent implant was implanted or crushed to the vessel wall. The vessel was left untreated. The patient is doing well post-procedure. There was no clinically significant delay in the procedure reported. No additional information was reported.